Event description:
Patient further reported ¿capsule contracture baker grade unknown¿ identified via MRI and an ultrasound confirmed the rupture. The affected side is right. The previously reported pain was treated with a morphine patch.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "breast implant has ruptured and remains in situ and leaking causing me joint pain, fatigue and generally unwell. This is affecting my day to day loving and mobility." The device remains implanted. This record relates to unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.